Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "bypass fixation" written by ram aribindi md, mark barba, md, michael I. Solomon, mbchb, fracs, peggy arp, bs and wayne paprosky, md, facs published by the orthopedic clinics of north america volume 29 number 2 april 1998 was reviewed. The article's purpose was to discuss revision surgeries for thas in which securing the femoral implants in patients with different bone related conditions or diagnoses. The article extensively discuses procedures, challenges and techniques and then discusses utilizing second generation depuy solution femoral stems in revision surgeries to address challenges. Original implants are not identified or discussed. Data was compiled from 83 patients and 87 femoral revisions performed between september 1988 and september 1991 with age range of 31-81. It is assumed that the femoral head was also depuy implant but as these were revision surgeries, the acetabular components were not identified or discussed and therefore not assumed to be depuy. Depuy products utilized: solution stem, femoral head. Adverse event: intraoperative femoral fracture (treated with longer stem), dislocations (treated with closed reduction), infection (treated with debridement and resection arthroplasty with reimplantation), bursitis (treated with steroid injections).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.